Manufacturer narrative:
The system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. T the software analysis was completed. The logs captured two sessions on the date of the issue reported. The logs captured that the site did couple of trace registration attempts in both sessions. In the 1st session, 4 registration attempts were failed as the error metric was greater than 5mm. In the 2nd session, the site did 2 trace registration, both are successful with accuracy metric 1.9mm and 1.7mm respectively. The logs captured that the model was refined two times, but logs did not capture any evidence whether it happened automatically or with user input. However, provided logs did not capture the root cause of the reported behavior. As per the information provided on 27-feb-2024, archives were not available to check the trace pattern of the site. Without exam archives there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case, the surgeon was unable to achieve a passing registration. The site attempted multiple registrations using the trace technique but the registration metric was always over 5 millimeters (mm). The manufacturer representative also confirmed that the 3d model was auto-refined. Technical services (ts) recommended collecting trace points further back towards the midline of the head, adding touch points, and also switching to 3-point touch if needed. There was a patient present.